Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation as reported, after the uterine hemostatic balloon ('cook bakri postpartum balloon with rapid instillation components') was positioned, difficulties were encountered during the water injection process, and leakage was identified at the injection site. It was suspected that the valve connection was not tight. Efforts were made to address this issue by using a small vascular clamp to manage the water leakage and achieve the desired outcome. It was noted that the hemostatic balloon still posed a risk of leaking, potentially leading to its detachment and compromising the effectiveness of the treatment. However, the balloon did not fall off or separate. Additionally, the balloon was not damaged. An additional bakri device was used to complete the procedure successfully. The patient lost approximately 500 ml of blood before the device leakage and approximately 50 ml after the device leakage. No section of the device remained inside the patient's body. The patient did not require any additional procedures or blood transfusion due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' was returned for investigation. The stopcock connection was loose and would not stay connected; thus, the user had to pull on flow valve to hold connection in place. When pulled back, a leak was found in the tubing at bend as seen under magnification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' The complaint was confirmed based on customer testimony and evaluation of the returned device. A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after the uterine hemostatic balloon (cook bakri postpartum balloon with rapid instillation components) was positioned, difficulties were encountered during the water injection process, and leakage was identified at the injection site. It was suspected that the valve connection was not tight. Efforts were made to address this issue by using a small vascular clamp to manage the water leakage and achieve the desired outcome. It was noted that the hemostatic balloon still posed a risk of leaking, potentially leading to its detachment and compromising the effectiveness of the treatment. However, the balloon did not fall off or separate. Additionally, the balloon was not damaged. An additional bakri device was used to complete the procedure successfully. The patient lost approximately 500 ml of blood before the device leakage and approximately 50 ml after the device leakage. No section of the device remained inside the patient's body. The patient did not require any additional procedures or blood transfusion due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.